Event description:
The device manufacturer was contacted regarding a CPAP device displaying a service required error message. The patient stated they were sleeping, woke up coughing and the device had a burning plastic smell. The patient also noticed that the device gets very hot. Additionally, when the patient plugged in the device, they saw a small amount of smoke and there is evidence of melting, warping or voids/gaps in the enclosure over part of the screen. No fire or flames were observed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.